Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform self test and displacement test due to no button response. No button error alarm noted.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 223 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the act button was unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is (B)(6) 2019.